Manufacturer narrative:
It was reported that hip revision surgery was performed due to gross corrosion, adverse reaction to cobalt debris and arthroplasty cobalt encephalopathy. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. No details about the adverse tissue reaction was provided. Without x-rays the implant positioning and fixation during the time in-vivo cannot be assessed. Elevated blood cobalt levels 32 ng/l (normal: 1 ng/l) and chromium level 41 ng/l (normal: 5 ng/l) were reported in the legal documents. The given units would indicate concentrations 1000 fold smaller than what is normally measured (in ¿g/l, ppm or nmols/l). An error can be assumed (in reporting of the units). However without the corresponding original documents this cannot be clarified. Based on the provided information we cannot confirm the report of ¿adverse reaction to cobalt debris and arthroplasty cobalt encephalopathy¿. Without additional medical documentation on the symptoms, concomitant diseases, blood metal ion concentrations, histopathological analysis and x-rays further investigation cannot be performed. Without the device available for analysis, a relation to possible increased amounts of wear or material loss from the taper cannot be assessed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed. Devices implanted in 2009. Surgeon reports "gross corrosion, adverse reaction to cobalt debris, and arthroplasty cobalt encephalopathy."

Event description:
It was reported that a revision surgery from the left hip was performed due to elevated levels of chromium and cobalt. Patient had significantly tissue necrosis and joint inflammation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The patient has a history of a fall in 2005 resulting in a left hip fracture repaired with pins/screws. On 12/14/2009 patient had left total hip arthroplasty for avascular necrosis and osteoarthrosis. The implantation operative report indicated a small crack on the calcar and a cerclage cable was placed. The patient fell 2 weeks post implantation. In february 2018 the patient complained of squeakiness and mild discomfort in the left hip and an MRI indicated a large presumed pseudotumor. Cobalt and chromium levels in february 2018 were 32 and 30.6 mcg/l respectively. An office visit note 04/11/2018 reported her appointment was delayed due to having a revised hip replacement, of a recalled device. No information was provided regarding this revision. The patient had a subsequent revision 06/07/2018. The revision operative report pre-op diagnosis was listed as an adverse reaction to metallic debris, elevated blood and urine cobalt levels and forgetfulness consistent with arthroplasty cobalt encephalopathy. The procedure listed an acetabular device revision from wagner sl to zimmer tm socket shell and liner. The report also indicated the trunnion and head bore showed gross corrosion, moderate lysis of the acetabulum and metallosis. It cannot be determined to what extent the patient¿s history of falls and comorbidities had on her pain and clinical status. The reported squeakiness, pain, elevated cobalt and chromium and presumed pseudotumor are associated with metallosis. The pre-revision diagnosis of an adverse reaction to metallic debris, elevated blood and urine cobalt levels and forgetfulness were noted post implantation of zimmer products. Additionally, without the supporting operative report/lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the intraoperative findings of trunnionosis, metallosis and alval cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the smith & nephew implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.